Event description:
It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav stablepoint open-irrigated catheter was selected for use. After 2 minutes of warming up, the local impedance (li) increased rapidly at the initial energization. Blood pool analysis also confirmed the increase in li. Furthermore, the irrigation flow was weak when flushing was performed outside the body; therefore, the product was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is not expected to be returned as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.